Event description:
The steering mechanism stopped working properly and would only deflect in one direction. The sheath was removed and a new sheath was used. There was no harm to the patient. St. Jude to be notified of the equipment malfunction.